Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2018-12433, reference MFR report: 1627487-2018-12432. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg and lead sites. The patient's scs system was explanted. The infection has since resolved.